Manufacturer narrative:
Article citation: akhavan, arya a, wirtz, emily c, ollila, david w., et al. An unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab. Prs. 04/feb/2021. Vol 148, no. 2; 299-303. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: permanent device placement; "the patient had significant bacterial exposure with potential biofilm formation".

Event description:
Through journal article ¿an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab¿ authors report on a patient who was diagnosed with stage iia, grade iii invasive ductal carcinoma of the left breast who received a bilateral mastectomy and subsequent device placement. This report captures the patient¿s second right side tissue expander against which the following events were reported: the patient had significant bacterial exposure with potential biofilm formation and a time period or affected side for the occurrence of this event was not made clear; the device was left in place longer than recommended in the manufacturer's directions for use. The following reported events have been deemed not related to the device: rheumatoid arthritis; diabetes; psoriasis. Affected side is right. The device has been explanted and replaced.